Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. No number ramping or scrolling on display noted. The insulin pump was received with missing end cap sticker, scratched on lcd window, cracked at corner display window and cracked at battery tube threads. Analysis was unable to verify the motor error alarm due to due to keypad damage. However, the motor was test outside of the device and passed. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.